Manufacturer narrative:
Service & repair evaluation: the customer reported the needle broke off; the repair technician reported ¿tip broken¿ as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded for further evaluation. Device history record review: manufacturing location: (B)(4) (now (B)(4)) - manufacturing date: june 21, 2012. A non-conformance report was initiated, but not relevant to complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An updated service history review, based upon the new lot number, has been requested as is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 319.006 with lot number(s) 6966379 is a lot/batch controlled item. The manufacture date of this item is june 22, 2012. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Manufacturing location: (B)(4) instrument. Manufacturing date: june 22, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterilization the depth gauge was dismantled to ensure that it was properly cleaned before bringing it to another case. The silver tissue protector was removed and the tip unscrewed. While unscrewing the 1.1.mm wide tip, it broke off. It was confirmed that there was no patient involvement as the device as being inspected outside of the hospital. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair device history review was attempted for the correct lot number; however, since the item is a lot/batch controlled item, the review could not be completed. A product development investigation was performed for the subject device by synthes customer quality engineers. The subject device (depth gauge for 2.0mm and 2.4mm screws, part number 319.006, lot number 6966378) was received for investigation and shows signs of regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was returned. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. This damage is due to forcibly attempting to unscrew the needle, which is not intended for this device. This complaint is confirmed. The associated subject device drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The root cause of the complaint condition is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. Per the complaint description, the device broke during attempted disassembly (the part is not designed to be disassembled). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.